Event description:
It was reported that a cartridge alarm occurred. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific bg value was not provided. Customer administered a correction injection to address the bg. Tandem technical support educated the customer that the alarm indicates the cartridge was removed during pumping.